Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data was inspected, confirming the eos battery status. Analysis revealed an unexpected battery behavior. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, a defective component cannot be excluded. Therefore, and in order to exclude any potential harm for the patient we would like to recommend replacing the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should the device become available for analysis, this investigation will be updated.

Event description:
Hmsc transmission showed eos detected on (B)(6) 2024. Battery showed 3 percent on (B)(6) 2024 transmission. Device currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.